Manufacturer narrative:
H3-device evaluation: the lens was returned dry in the lens case/vial. There was clear surgical debris on the lens surface. Visual inspection found that the haptic was deformed. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Method code 4110: lens work order search: no additional similar complaint type event(s) within associated lots were found. Device code: 1494 off label in initial MDR is not applicable. Claim# (B)(4).

Manufacturer narrative:
B4 - corrected to 06-nov-2019 in initial MDR g4 - corrected to 06-nov-2019 in initial MDR claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -9.5/+3.0/080 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2019, the lens was explanted due to excessive vault. Reportedly, the surgeon has no plans to implant a replacement lens.